Event description:
Customer reported via phone call that their insulin pump is alarming. Customer also states that insulin was squirting out during manual prime.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.